Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have experienced a false occlusion alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. The root cause of the false occlusion alarm was determined to be damage to the door latch roller. To correct the condition, the door latch roller was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.